Event description:
Boston scientific crm received information that two days post implant, the patient was admitted to the emergency room (ER) with right ventricular (rv) loss of capture (loc). A chest x-ray was obtained and rv perforation was suspected. The patient was taken to the operating room (or) for repositioning. A small pericardial effusion was reported. The lead was successfully repositioned. Dates provided by boston scientific.